Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was vomiting and was dehydrated. The patient stated that the cgm had been displaying low values all day. The patient's husband took the patient to the hospital and at the hospital, the cgm was displaying 62 mg/dl and when a bg was checked it was 268 mg/dl and the patient was diagnosed with diabetic ketoacidosis. The patient was treated with IV fluids and an insulin drip. The patient stated in the intensive care unit for more than 24 hours and was discharged on (B)(6) 2024. At the time of the report, the patient was doing fine and recovered from the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.